Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation.  Quality engineering evaluated the device and it was determined that the reported condition was confirmed. It was determined that the most probable cause for the damaged guide pin was improper handling (consistent with broach not properly secured prior to impacting) by the user. The assignable root cause was determined to be traced to user, which is user error. UDI: (B)(4).

Event description:
It was reported that the part of the broach adapter device that attached to the broach was damaged ¿(specifically the male part)¿ and thus, the broach could not be attached to the adaptor. It was reported that the device was not used on a patient. During in-house engineering evaluation, it was observed that the guide pin was damaged. It was further determined that the device failed for visual and functional assessments due to the latch and adapter body damage, and attachments not able to be attached or removed. The event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.